Event description:
Reporter indicated that device diagnostic testing on (B)(6) 2012, resulted in high impedance and the vns patient's device was subsequently programmed off. X-rays were taken and reportedly showed "the more proximal lead appears disconnected from the generator." Further follow-up revealed that the patient is not going to pursue device revision surgery at this time likely due to insurance reasons. It is unknown if any patient manipulation or trauma occurred that could have cause or contributed to the high impedance reading. It was requested that x-rays be sent to device manufacturer for review; however, it is unknown if they will be sent. Although surgery is recommended and is likely at a later date, surgery is not planned at this time. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.